Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high out of range impedance measurements above 3000 ohms. A new rv lead was implanted. No additional patient effects were reported.